Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett. Reported porous cuffs, lack of pressure inside cuff and leakage observed with the respirator. Tubes had to be changed twice. Reported patient was intubated for covid-19. A tube change was required.